Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown to be in patient use. The catheter connector is being held by the clinician. A bead of fluid is visible on the clear strain-relief sleeve. The source of the fluid bead could not be determined from the image. The catheter could not be clearly inspected for the presence of a split or damage. Based on the information provided, possible contributing factors include sharp instrument damage, tensile damage, and material fatigue caused by repeated kinking of the catheter. Since the presence of a catheter damage leading to a leak could not be clearly observed, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during maintenance of the catheter, the connection between the strain relief and the catheter leaked liquid. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redn2141 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that during maintenance of the catheter, the connection between the strain relief and the catheter leaked liquid. No other information was provided.